Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated after transmissions were missed. The clinic suspected early battery depletion or sudden failure of the device. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than (B)(4) of the (B)(4) longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.